Event description:
It was reported that, during a coronary artery bypass graft procedure, the distal end of the blade broke. Broken piece did not fall into patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.